Manufacturer narrative:
(B)(4). It has been reported that the device will be returned for evaluation. Upon receipt of the device or additional relevant information, a follow-up report will be submitted.

Event description:
It was reported that the customer received 11 each of the cottonoids which should only be 10 each in a pack. This did not occur intra-operatively. There was no patient harm and no surgical delays.

Manufacturer narrative:
UDI : (B)(4). The product sample was not returned for evaluation, however, a photo was provided. The sample was visually inspected and there were 11 strips instead of 10. The root cause was determined to be operator error. Per the requirements of the specification the operator is required to inspect the front and back of each strip and count the stack. The operator than weighs the stack to make sure there are 10 strips prior to bagging the stack. Based on the results of the investigation, the reported issue was confirmed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.